Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2021 during an orbital fracture reconstruction while the screw was inserted without great pressure, the screw head splintered into many parts. The parts had to be removed laboriously from the soft tissue. The surgery was completed successfully with no delay. This report is for one (1) ti matrixmidface screw self-tapping 8mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.503.208.01s, lot: 43p6640, manufacturing site: bettlach, release to warehouse date: february 26, 2020, expiry date: february 1, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the scr ø1.5 self-tap l8 tan 1u I/clip (p/n: 04.503.208.01s, lot #: 43p6640) was returned and received at us customer quality (cq). Upon visual inspection, the screw head was observed to be broken and the broken fragment was not returned. The reported embedded device could not be confirmed as there were no x-rays provided. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed 1.55 mm mid face self tapping screw. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the scr ø1.5 self-tap l8 tan 1u I/clip (p/n: 04.503.208.01s, lot #: 43p6640). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.